Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description concomitant devices reported: pfna ø10 long le 125° l340 tan (part# 472.320s, lot# 2l15999, quantity# 1).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient was implanted with proximal femoral nail antirotation (pfna) system. The patient reported pain and functional limitation to the left hip 7 months after the initial surgery. The CT scan and x-ray images taken on an unknown date showed the proximal femoral nail breakage. The broken pfna nail was removed on (B)(6) 2020. No further information is provided. Concomitant devices reported: locking screw (part# unknown, lot# unknown, quantity# 1) end caps: pfna (part# unknown, lot# unknown, quantity# 1) nail head elements: pfna blade (part# unknown, lot# unknown, quantity# 1). This report is for one (1) pfna ø10 long le 125° l340 tan. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D1, d2, d3, d4, g5 ¿ 510k: this report is for an unknown plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D10: complainant part is not expected to be returned for manufacturer review/investigation. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: it was reported that on (B)(6) 2019, the patient was implanted with an unknown plate. The patient reported pain and functional limitation to the left hip seven (7) months after the initial surgery. The CT scan and x-ray images taken on an unknown date showed the proximal femoral plate breakage. The broken plate was removed on (B)(6) 2020. No further information is provided. Concomitant devices reported: unknown locking screws (part# unknown, lot# unknown, quantity# 1). This report is for one (1) unknown plate.